Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill gauge estimate reading. After reloading the same cartridge, the customer fill estimate reading was accurate. There was no reported impact to the customer's blood glucose level.

Event description:
The customer received multiple, intermittent inaccurate fill estimate readings.